Manufacturer narrative:
The event reported on (B)(6) 2020 was initially assessed on (B)(6) 2020 within (B)(4) and signed off on (B)(6), 2020 as not reportable. This complaint information was provided to the FDA for review on april 8, 2021 and the FDA agreed with our decision to not report the event on (B)(6) 2021. A second decision tree was mistakenly created for (B)(4) which was re-assessed as FDA reportable in error and was subsequently submitted to the FDA MDR 9610877-2021-00086 on april 12, 2021. The initial decision tree was correct and the justification as not reportable remains valid. To address the error, another decision tree was created to change the reporting determination back to not reportable. This follow up report for MDR 9610877-2021-00086 serves as a retraction of the initial report invalidating the april 12, 2021 initial submission.

Manufacturer narrative:
Followup 01 report for MDR 9610877-2021-00086 was as a retraction of the initial report invalidating the april 12, 2021 initial submission. After further discussion, pentax medical has determined that the event is a reportable malfunction. No change to initial information provided on initial MDR 9610877-2021-00086 submitted on april 12, 2021.

Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware of a complaint on (B)(4) 2020 that occurred in the operating room after use in the united states. The reported complaint that during post procedural pre-cleaning, when the disposable distal end cap(dec) model oe-a63, lot number 0011010 was removed from pentax medical video duodenoscope model ed34-i10t2, serial number (B)(4), the elevator remained attached to the endoscope. Cap and elevator were removed from scope separately and staff was reminded to ensure the elevator control lever is in the lowered position before attempting to remove it from the scope. The customer owned endoscope was received by pentax medical for evaluation on (B)(4) 2020. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician documented the endoscope passed wet and dry leak testing and no failures were observed on (B)(4) 2020. The device had the following components replaced: o-rings and seals, o-ring(0.5x1.3) imp-1. The endoscope was delivered to the customer on 30-oct-2020 under delivery order 82129998. On 24-sep-2020, a device history record(DHR) review for pentax medical sterile distal end cap accessory, oe-a63, lot number 0011010. Was performed under ivai-20-090030, the DHR review confirmed the endoscope was manufactured on 26-dec-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 10-jan-2020. The investigation is in-process.